Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found: a clavicular crush was found distal to the suture sleeve tie impression damaging both the inner and outer insulations and fracturing some of the filars of the outer coil. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.